Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing and erroneous pacing. The ra lead was tested during an upgrade procedure and there was nothing to suggest lead failure. The ra lead remains in use. No patient complications have been reported as a result of this event.